Event description:
It was reported that (1) ems was used during a laparoscopic inguinal hernia repair procedure. It was reported by the rep that the surgeon said "instrument would intermittently not fire or not fire properly." Another device was opened to complete the case and no further problems were encountered with that device. There was no consequence to pt.